Manufacturer narrative:
Product ID: field generator 9731203, em mobile s/n: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the system 9733560 fusion em (serial #: (B)(4)) found an axiem emitter failure. The em field generator was broken; it was replaced and a system pm was performed, resolving the issue. Product event summary #emitter problems product analysis #(B)(4): mnav comment subject: workorder (B)(4). Mnav comment ID: (B)(4). Mnav comment: hardware: fail; failures: axiem emitter; summary: em field generator is broken; resolved: yes mnav action/resolution: em field generator replaced and system pm performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the emitter "cloud" was too small. No patient present.